Event description:
The patient reported that they had their implantable cardioverter defibrillator (ICD) reprogrammed and now is "extremely short of breath." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2012. (B)(4).